Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred toward the end of during a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was discontinued without performing rinseback due to clotting of the extracorporeal circuit, resulting in an estimated blood loss of 190c. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit. There is no evidence of a device malfunction. The cycler alarmed approximately to the clotting. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.